Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a cd infusion set, with blood glucose peaking at 353 mg/dl for approximately three hours and device alerts for values above 300 mg/dl for over 90 minutes; the user performed a full supply change and subsequently observed glucose decline, and later reported no issues with the infusion set, site, or pump, noting they were likely hurried during the change. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention or assistance needed. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device or component malfunction identified and suggested user handling during the hurried supply change as a possible factor, with cause not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.